Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Event description:
Procedure: pelvic organ prolapse. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Apogee: vaginal vault + posterior and perigee: transobturator anterior were reported to be used/implanted during this procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Concomitant therapy: apogee and perigee. The reason for mesh implantation: cystocele, rectocele, urethral detachment. The procedure performed: placement of perigee, apogee, and uretex. Complications post uretex placement: pain, erosion, urinary problems, bowel problems, recurrence, dyspareunia, vaginal scarring. In 2007: erosion and pain were reported again.